Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 33 860 luer lok syringes bulk non-sterile experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 301035; batch no. Unknown. 301035 -syr, 60cc l/l - 33 out of 132 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, our medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Total loose: # inspected: percentage: bd part # description: 301035, syr, 60cc l/l, 33, 132, 25.0%. We respectively request your team to investigate the potential sources of these particulates and to provide us with a root-cause analysis as well as corrective action.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 33 860 luer lok syringes bulk non-sterile experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 301035, batch no. Unknown. 301035 -syr, 60cc l/l - 33 out of 132 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, our medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Total loose: # inspected percentage: bd part # description: 301035, syr, 60cc l/l 33 132 25.0%. We respectively request your team to investigate the potential sources of these particulates and to provide us with a root-cause analysis as well as corrective action.